Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up" direction did not meet standard value. In addition to the foreign objects found in the nozzle, the evaluation findings were as follows: due to adhesive peeling off the bending section cover, insulation resistance value at the distal end did not meet standard value, the adhesive on the bending section cover had a chip, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the objective lens had a crack, the light guide lens had a crack, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch, the adhesive around the objective lens was peeled, the protector of the universal cord on the scope connector side had a scratch, the scope cover unit had a scratch, the paint on the suction cylinder was peeled, the forceps elevator lever had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the flexibility adjustment ring had a scratch, the switch box had a scratch, the scope cover had a scratch, the suction cylinder was shaved, the scope connector had a scratch, the universal cord had a wrinkle, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, switch #4 had wear, the plastic distal end cover had a scratch, and the control unit had discoloration. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite colonovideoscope had an up angle failure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.